Manufacturer narrative:
This product is in the possession of the insurance company and has not been examined.

Event description:
Consumer is alleging he was using a humidifier during the night and awoke to find smoke coming from the unit. He picked it up with a towel and melted plastic dripped onto the floor which he stepped into and burned his foot. He did seek medical attention. He took the humidifier out to his porch and shortly after it caught on fire. There was damage to his hardwood floor and he has made a claim with his insurance company.